Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting discordant sars result with another rapid antigen test. Customer stated quidel qv was negative and another brand of rapid antigen test was positive. Customer stated they are symptomatic and taking paxlovid (timeframe of diagnosis and duration of medication unknown).